Event description:
The customer was hospitalized for high blood glucose. It was reported that the customer possibly did not bolus for the evening after a meal. The customer declined to troubleshoot the pump. The customer requested a replacement pump.